Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they received a notice regarding a recall for their device. Their implantable neurostimulator (ins) went dead less than six months after it was implanted into their back. They wanted to know if their device was part of the recall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare provider (hcp) indicated that the device did not go dead in six months as the manufacturer representative (rep) stated that they recalibrated it with complex programming in the hcp's office on (B)(6) 2015. It was noted that the program was set on program 1 at 1.8v with a good response. The patient was able to demonstrate back the technique of resetting the unit. This resolved the issue. The patient was at the appointment for a urinary tract infection. They had a burning sensation when they urinated, frequency, voided in little amounts, did not have a good size and strength to their urinary stream, and leaked when they had the urge to urinate. The uti and urge incontinence were worsening. They further mentioned that they felt their interstim wasn't working very well. It was noted that the patient experienced incontinence and urinary frequency in (B)(6) 2014. They hcp's plan included new medication of cipro 500 mg, a urinalysis, a uti education handout, and that the patient return for an office visit in a month. Additional information from the rep indicated that they were not aware of the infection. There were no further complications reported as a result of this event.